Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from an infection at the surgical incision two times after initial surgery. One skin flap revision surgery was performed however, the infection re-occurred. Furthermore, it was reported that the electrode array extruded through the skin also explaining the reported high impedances. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. No information on possible further steps has been received.

Event description:
The child was implanted in (B)(6) 2022. Post implantation, few weeks after switch-on, the child developed suture site infections and could not use the audio processor due to the infection. Medical treatment was provided, however, over the course of a few months, the electrode extruded through the skin. A revision surgery was performed to fix the skin flap. However, after the revision surgery infection started and the electrode extruded again. Further proceedings currently unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Post implantation, few weeks after switch on, the child developed suture site infections and could not use the audio processor due to the infection. Medical treatment was provided, however, over the course of a few months, the electrode extruded through the skin. A revision surgery was performed to fix the skin flap. However, after the revision surgery infection started and the electrode extruded again. Further proceedings currently unknown.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient had an infection at the surgical incision two times after initial surgery. One skin flap revision surgery was performed however, the infection re-occurred. In addition, it was reported that the electrode array extruded through the skin also explaining the reported high impedance. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. The concerned device was explanted but has not been received for investigation yet.

Event description:
The child was implanted in (B)(6) 2022. Post implantation, few weeks after switch-on, the child developed a suture site infection and could not use the audio processor due to the infection. Medical treatment was provided, however, over the course of a few months, the electrode extruded through the skin. A revision surgery was performed to fix the skin flap. However, after the revision surgery infection started and the electrode extruded again. The device has been explanted.